Event description:
On (B)(6) 2013, info was providing from the reporter stating that the cuff is leaking and the defect was realized at setting of the tube. Reporter confirmed the tube was replaced right away (one minute). Reporter stated no pt harm. That is all info provided/available.

Manufacturer narrative:
Pending sample analysis.